Event description:
During service, the repair technician reported a fail code 531. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.